Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 370 mg/dl. The insulin pump alarmed no delivery and customer did not know how to clear it. Hospital treated with IV insulin. Nothing further reported.